Manufacturer narrative:
Device evaluation: one used decontaminated sample 10009163-003 7.5mm deht blu suctionaid sub-assy was returned for investigation. Under visual inspection it was noticed that inflation line was detached from pilot balloon. 10001429-003 infl. Line s/assy soft-seal 7.5m is assembled in smiths medical tijuana therefore secondary investigation object was created with purpose to capture component investigation. Similar customer complaints have been recently received therefore internal non-conformity report (B)(4) was created with purpose to evaluate this issue. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. The cause of the reported problem could not be determined at this time. Evaluation of the device is currently still in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that after the patient was coughing (while being intubated with the device), the pilot balloon was found detached. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one used decontaminated sample 10009163-003 7.5mm deht blu suctionaid sub-assy was returned for investigation. Under visual inspection it was noticed that inflation line was detached from pilot balloon. 10001429-003 infl. Line s/assy soft-seal 7.5m is assembled in smiths medical tijuana therefore secondary investigation object was created with purpose to capture component investigation. Similar customer complaints have been recently received therefore internal non-conformity report (B)(4) was created with purpose to evaluate this issue. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. The cause of the reported problem could not be determined at this time. Evaluation of the device is currently still in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that after the patient was coughing (while being intubated with the device), the pilot balloon was found detached. No patient injury was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is unknown. DHR review was done, no issues related to the original complaint were found.